Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: detachment of the regenerative cartilage (detached like a flap). Extirpation of the cartilage fragment on (B)(6) 2015 because the regenerative cartilage was unstable. This report is for one (1) unknown tomofix small size plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown when cartilage fragments developed. Report is for one (1) unknown tomofix small size plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.